Manufacturer narrative:
Continued from medical devices: spm set. The customer¿s report of incorrect medication and rate being programmed was confirmed. The pcu event log shows that the pump module was programmed via a remote IV request at 9:19 pm on (B)(6) 2018 to infuse d5 1/2ns + additives rather than plain d5 1/2 ns as intended. The initial programmed rate was 28ml/hr, however it was infusing at 10ml/hr during the period requested for review. The user programmed the module to infuse d5 1/2ns through guardrails at 4:15 pm on (B)(6) 2018 and entered 75ml/hr for the rate and 800ml for the vtbi. The infusion continued at this rate until it completed at 4:13 am on (B)(6) 2018. The root cause of the incorrect medication and rate selected was user programming. Devices not received, log review only.

Event description:
The customer reported that the nurse incorrectly programmed the infusion for d5 1/2 ns with additives, however the actual fluid that was infusing was d5 1/2 ns. The rate was originally programmed for 5 ml/hr with a vtbi of 1000 ml on (B)(6) 2018. In the afternoon, the user changed the medication to the correct fluid (d5 ½ ns) and the infusion was paused. Later the infusion was discovered to be infusing unexpectedly at a rate of 75 ml/hr. No patient harm was reported. An event log review was requested to check programming for the evening hours of (B)(6) 2018 between 1500 through midnight.